Event description:
Pdc received a call on (B)(6) 2011 reporting a medical intervention that occurred earlier in the week. Date and time unk by pt. Pt was concerned with her meter's high readings and called to inquire about it's accuracy. She then reported that she received a reading between 400-500mg/dl a few days prior and, although no symptoms were present, sought medical intervention out of concern. Pt's hospital glucose reading was 182mg/dl, which was considered "normal" by pt. Hospital treatment/test details unk by pt. No discharge info was given. Prodigy sent replacements along with a prepaid envelope for return of suspect products.

Manufacturer narrative:
Pt did not return suspect product(s), thus evaluation could not be performed.